Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch:a000154111.

Event description:
Additional information received indicates that surgical intervention took place wherein the one of the leads was explanted and replaced. The new lead was implanted at a lower location to address the issue. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the leads was replaced.